Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation the service technician observed visible foam particles inside the blower kit. The device displayed error codes e022(err_motor_flux_magnitude), e024(err_motor_speed_reverse), e030(err_motor_spinup_flux_high) and had dust contamination. The device was scrapped. In the previous report box: h reason device not eval (rfb) and health impact code was not updated which have been corrected/ updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation the service technician observed visible foam particles inside the blower kit. The device displayed error codes e022(err_motor_flux_magnitude), e024(err_motor_speed_reverse), e030(err_motor_spinup_flux_high) and had dust contamination. The device was scrapped.